Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The communication errors were confirmed. The fse replaced the master tool manipulator (mtm) to resolve the issue. The system was tested and verified as ready for use. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mtm was returned for failure analysis, and the reported failure (comm errors) was able to be reproduced during sine cycle. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Field e4 is blank because it is unknown if the initial reporter submitted a report to the FDA. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the master tool manipulator (mtm) had 23008 and 23013 error. Site attempted to exercise and back drive the mtm without clearing the error. Powered off, hard power cycled the console, and the system still faulted with a 23013 error on the left master. Caller had another console available and will be switching the out so the surgeon can resume the procedure robotically. The procedure was completed with no reported injury. Intuitive surgical, inc. Followed up with the initial reporter and obtained the following additional information: system operated normally for most of procedure. Surgeon finished inguinal hernia repair 1 handed with minor help from pa assistance for peritoneal closure. There was no conversion or any negative impact to the patient.